Event description:
The customer's wife reported that the customer was hospitalized with a high blood glucose reading of 474 mg/dl. The customer was also showing signs of diabetic ketoacidosis. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the leadscrew test, but failed the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.